Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-13995n scorpion-multifire needle had an issue. The scorpion needle tip broke off during an rcr procedure on (B)(6) 2022. The broken part was retrieved, and a new needle was used to complete the case. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative confirmed via phone the name of the surgeon and stated that there was no harm or impact to the patient.